Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
Reportedly, the customer accidentally entered 322 grams into the pump instead of 322 blood glucose (bg) and delivered an 11.14 unit bolus. Customer was under the care of school nurse and nurse understood the situation and was comfortable in addressing the issue until customer's father arrived. Customer's bg was 271 mg/dl at time of report. Additional information same day indicated that the customer's father assisted customer in consuming the correct number of carbs to counteract insulin administered. Customer was reported as doing well later that same day. It is unknown if the customer experienced hypoglycemia.